Manufacturer narrative:
The initial reporting described the pump was not providing enough suction and the clinican increased and caused over occlusion which resulted in spallation. Additionally, creating noise from the raceway, but didn't affect the functionality of the pump. The clinican change out the pump with no further issues.

Event description:
There was concern for the 6 inch sucker pump not having adequate suction, so occlusion was tightened. Pump was making an intermittent noise coming from the raceway after the occlusion was tightened. Spallation with raceway rupture was then noticed. Extra sucker pump was then used to replace the sucker pump in question. After the case the "securing rod" of the roller pump was noted to be loose. Similar event occurred two week earlier without spallation, only noticed to "securing rod" became loose.

Event description:
There was concern for the 6 inch sucker pump not having adequate suction, so occlusion was tightened. Pump was making an intermittent noise coming from the raceway after the occlusion was tightened. Spallation with raceway rupture was then noticed. Extra sucker pump was then used to replace the sucker pump in question. After the case the "securing rod" of the roller pump was noted to be loose. Similar event occurred two week eariler without spallation, only noticed to "securing rod" became loose.

Manufacturer narrative:
The initial reporting described the pump was not providing enough suction and the clinican increased and caused over occlusion which resulted in spallation. Additionally, creating noise from the raceway, but didn't affect the functionality of the pump. The clinican change out the pump with no further issues. Investigation was completed under (B)(4) investigation and analysis report.